Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the black box shows evidence of ¿loss of prime¿ warnings associated with non-zero low force. Pump was exercised for 24 hrs. On a 1 unit per hour basal program; no loss of primes were duplicated during this time. The returned pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. The force sensor calibration check showed the pump is detecting the correct force at 5 lbs. Removed pump cover; force sensor pins seated and the solder connections are intact. No evidence of contamination or cracked force sensor traces observed. Cartridge: the cartridge was returned for investigation. No defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Recurring loss of prime is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 420mg/dl with diaphoresis, thirst, and "looked horrible" after a loss of prime warning. The reporter stated that recurring loss of prime warnings have been an issue for about a month. The reporter stated they have tried changing the cartridge multiple times but the issue persists three to four times a week. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: a retained cartridge sample from lot # b201875; a leak test was performed with no failures; no leaks were observed from the luer connection, o-rings or elsewhere on the cartridge. On review of the black box and download history, ¿loss of prime¿ warnings associated with non-zero low force were recorded. The force sensor calibration showed the pump was detecting the correct force. The pump was exercised for 29 hours and was found to be delivering within specifications. The pump was opened for investigation and revealed no evidence of damage or defect of the pump¿s internal components.